Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) was paged to go on site to address the issue with the xhibit central station. When the fse reached out to the customer, he was advised that the issue was no longer occuring and everything was functioning as expected and declined further assistance. No details regarding what was done to resolve the issue were available. While it was confirmed the failure was resolved, cause of failure was not identified.

Event description:
The customer reported that while monitoring patients on a xhibit central station the xhibit became frozen and unresponsive. There was no patient or user harm associated with this event.